Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb extensions on (B)(6) 2015. The patient came in for a follow up and computed tomography (CT) showed a type 3a endoleak with complete component separation between the right iliac limb extension and the main body. The physician elected to reline with two ovation limb extensions to seal the leak on the right side. The patient is stable.